Event description:
It was reported that the working tip broke on two shears during the procedure. He did not have complete details, but reported the customer will be sending one of the broken tips in along with the shears. He did not know exaclty where the other broken tip was, but reported the customer did not notify him of a patient consequence. The customer used a 3rd shear to complete the case.

Manufacturer narrative:
Evaluation summary: the analysis found that the device (a) was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. The analysis confirmed that the device (b) was returned with the distal tip of the blade broken off. Remainder piece of the blade had gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use.